Event description:
On (B)(6) 1999 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed that the filter was tilted towards the right approximately 16 degrees. Five prongs perforated, one of the distal prongs penetrated 6mm through the lumen and two prongs abut directly on the pancreatic uncinate and adjacent aorta. Adjacent aortic penetration was noted.

Event description:
On (B)(6) 1999 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed that the filter was tilted towards the right approximately 16 degrees. Five prongs perforated, one of the distal prongs penetrated 6mm through the lumen and two prongs abut directly on the pancreatic uncinate and adjacent aorta. Adjacent aortic penetration was noted.